Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eri, matching the clinical observation, and 19 charge processes had been documented. The charge drawn from the battery was checked and turned out not to meet expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, but the charge time of the high-voltage capacitors was longer than expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The functional check of the electronic module showed no anomalies. Especially the power consumption of the module was normal and as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was opened and visually inspected. During the visual inspection, a defective separator was detected between a neighboring pair of electrodes. This damage enabled an increased battery-internal self-discharge that contributed to a premature battery depletion. In summary, the analysis of the ICD detected a premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module turned out to be without defects.

Manufacturer narrative:
The ICD was not returned for analysis, as such the analysis is based on the production documents and the device data available to us. The ICD production process was checked. The production documents did not show any irregularities. All production steps were correctly executed. The device data submitted were analyzed. The eri device status was confirmed. After which, the battery power was checked in relation to the level of battery charging, which returned an unexpected value. Should the device become available for analysis, then this process will be updated accordingly.

Event description:
After an implantation period of approx. 64 months it was reported that the eri status appears.